Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 80% stenosed, eccentric and de novo target lesion being treated was located in the non-calcified and non-tortuous mid left anterior descending (lad) artery. A 2.75x24mm promus element stent delivery system (sds) was advanced to the lad and deployed. The stent seemed well positioned and well apposed. A 3.00x8mm non-compliant non-bsc balloon catheter was then advanced to the lesion and caught the proximal edge of the promus element stent resulting in stent shortening and deformation. A 3.00x12mm maverick balloon was then advanced for post-dilation and was able to cross. A 3.00x38mm promus element stent was advanced and deployed overlapping the deformed portion of the 2.75x24mm promus element stent. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).